Event description:
Patient presented to the physician 5 days post implant with redness at ipg site. Physician prescribed bactrim and then transitioned the patient to augmentin.

Event description:
Infection resolved at following treatment.